Event description:
Tha was done with s-rom and monm femoral head 36mm +0 in 2008. Two months after surgery, the pt had a pain in right thigh. Four months post-op, anthema was noted through MRI, tumor and hydrops were noted. Positive reaction to cobalt chrome was noted by patch test.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.